Event description:
Sorin group (B)(4) received a report that the oxygen transfer performance of the oxygenator declined during the procedure, resulting in early termination of bypass. It was also reported that there was no pt injury as a result of the issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the primo2x oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the oxygen transfer performance of the oxygenator declined during the procedure, resulting in early termination of bypass. It was also reported that there was no pt injury as a result of the issue. The investigation is ongoing. A follow-up report will be field when the investigation is complete.